Manufacturer narrative:
The technician investigated the alleged incident and the account stated that the bed was in good working condition. The technician performed an operational test for side rails, brakes and all controls and all functions operated as designed. The technician stated that the bed was equipped with z-inserts in the side rails. The bed was not equipped with the full hbsw side rails. The mattress was foam hill-rom mattress w/o wording.

Event description:
The account alleged that a pt was found on the floor with their head wedged between the right head side rail and the mattress. When the pt was found they were unresponsive and attempts to revive the pt failed, the pt expired.